Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error message appeared on the screen which prompted the system to be rebooted. After turning on and rebooting the system, the vessel sealer extend (vse) instrument started to malfunction and not work the way it was supposed to. The vse instrument was then replaced with a new one and the surgery proceeded. The procedure was completed as planned with no reported injury. On 10/17/2023, intuitive surgical, inc. (Isi) received user facility report: (B)(4) stating: the surgeon was working on the robot, an error message appeared on the screen which prompted the robot to be rebooted. After turning on and rebooting the robot, the vessel sealer started to malfunction and not work the way it was supposed to. The vessel sealer was then replaced with a new one and the surgery proceeded.